Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user request was confirmed due to damaged ccd (charged coupled device). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during sedation (device inside patient), the camera head was not working right. The issue occurred at lap appy (laparoscopic appendectomy) procedure. The procedure completed with an olympus back-up device. There were no reports of patient harm.